Event description:
[Oral-b/power oral care refills] no longer hold well, they get loose in my mouth [device connection issue]. Case narrative: consumer reported via phone that the handle no longer hold well and get loose in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.